Manufacturer narrative:
(B)(4). Off label-unapproved or contraindicated use of device (aortic neck greater than 60 degrees).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 52.7mm abdominal aortic aneurysm. Aneurysm and vessel morphology was reported as the diameter of the upper proximal neck is 13.5mm. The diameter of the aneurysm entry is 16.2mm. The proximal neck length by centerline is 20mm. Proximal neck angle is 90 degrees. It was reported that during the index procedure the endurant cuff was implanted on the proximal side of another manufacturer¿s aortic I shape graft bifurcation. Touch-up was performed entirely; however, a slight type ia endoleak remained. The physician decided not to perform further treatment to the patient. The physician attributed the cause to the size chosen for the procedure 23mm was too large for diameter of proximal neck. No clinical sequelae were reported and the patient is doing fine.